Event description:
It was reported that the patient underwent a tactra malleable penile prosthesis surgery due to unspecified reasons. The device was removed and replaced. There were no patient complications reported in relation to this event.

Manufacturer narrative:
B3: date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient underwent a tactra malleable penile prosthesis surgery due to unspecified reasons. No patient complications were reported in relation to this event.